Manufacturer narrative:
The customer¿s internal investigation concluded that it is possible the q-link ii hook was incorrectly positioned on the rail hook, preventing it from being correctly positioned at the bottom of the hook and causing the motor to fall off during handling. Per the customer, the current motor attachment allows the equipment to be used even if it's badly positioned. The customer indicated the following internal actions were being implemented: posting simplified instructions for use of the equipment on the motor carriage, drafting a technical procedure with pictograms on the correct and incorrect positioning of this hook to increase vigilance, and reintroducing user training sessions. Multirall 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The multirall extension arm facilitates to connect or disconnect the q-link ii from the s65 carriage with single hook. After mounting the q-link ii to the carriage hook, make sure that the q-link ii is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. The baxter service technician inspected the device. The multirall was equipped with a q-link/s65 carriage combination, a new engine and q-link ii. At the time of the incident, an extension strap was not used and the lift strap was attached to the rail using an extension arm. No device problems were identified during the inspection. In this event, the caregiver sustained a forehead hematoma with head trauma, vomiting, and back pain. Although the outcome of the emergency room evaluation was not provided and medical intervention was not reported, it can be reasonably concluded that the event of forehead hematoma with head trauma and vomiting indicates a serious deterioration in the state of health of the user occurred. Inspection of the device by baxter confirmed the device functioned as intended. Per the customer¿s internal investigation, the cause of the event was contributed to use error. Prevention of this type of event is outlined in the device IFU.the customer¿s internal investigation concluded that it is possible the q-link ii hook was incorrectly positioned on the rail hook, preventing it from being correctly positioned at the bottom of the hook and causing the motor to fall off during handling. Per the customer, the current motor attachment allows the equipment to be used even if it's badly positioned. The customer indicated the following internal actions were being implemented: posting simplified instructions for use of the equipment on the motor carriage, drafting a technical procedure with pictograms on the correct and incorrect positioning of this hook to increase vigilance, and reintroducing user training sessions. Multirall 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The multirall extension arm facilitates to connect or disconnect the q-link ii from the s65 carriage with single hook. After mounting the q-link ii to the carriage hook, make sure that the q-link ii is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. The baxter service technician inspected the device. The multirall was equipped with a q-link/s65 carriage combination, a new engine and q-link ii. At the time of the incident, an extension strap was not used and the lift strap was attached to the rail using an extension arm. No device problems were identified during the inspection. In this event, the caregiver sustained a forehead hematoma with head trauma, vomiting, and back pain. Although the outcome of the emergency room evaluation was not provided and medical intervention was not reported, it can be reasonably concluded that the event of forehead hematoma with head trauma and vomiting indicates a serious deterioration in the state of health of the user occurred. Inspection of the device by baxter confirmed the device functioned as intended. Per the customer¿s internal investigation, the cause of the event was contributed to use error. Prevention of this type of event is outlined in the device IFU.

Event description:
It was reported that while preparing the mulitrall 200 lift for patient transfer, the overhead motor fell from the ceiling support striking the caregiver¿s head. A nurse in the next room at the time of the incident immediately arrived and assisted the caregiver to the ground and provided first aid. The caregiver was transported by ambulance to the emergency room for a forehead hematoma with head trauma, vomiting, and back pain. Details of the injury, diagnostic results, and treatment were not provided due to confidentiality. This report was filed in our complaint handling system as c-0002191214